Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. The insulin pump had corroded motor home switch. Analysis was unable to test for alarms due to blank display. The insulin pump had cracked battery tube threads, reservoir tube, scratched lcd window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump started alarming and turning off. The customer's blood glucose was 10.3 mmol/l at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer also stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.